Event description:
It was reported that the patient developed an infection. Also reported was vegetation on the right atrial lead. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4)-the partial lead was returned in segments. No anomalies were found. All conductors were stretched. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled. All insulation was torn. The outer insulation had cosmetic depression. The lead was stretched and had apparent explant damage.